Manufacturer narrative:
The following devices were also listed in this report: v40 cocr lfit head 36mm/+10;cat#6260-9-136; lot#dm10rm. Trident shell; cat# 502-11-52e; lot ID# 66215004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. .

Event description:
Exeter trident implants removed due to pt infection. Exeter cement in cement revision stem & lfit femoral head implanted.

Event description:
Exeter trident implants removed due to pt infection. Exeter cement in cement revision stem & lfit femoral head implanted.

Manufacturer narrative:
Additional information: h4 manufacturing date 08-dec-2017 reported event an event regarding infection involving an exeter stem was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.